Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump had an issue with inaccurate delivery. Customer support reviewed the pump and did not find any malfunction on troubleshooting. This complaint is being reported because the patient discontinued use of the insulin pump due to the allegation of inaccurate delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last basal and bolus deliveries were on (B)(6) 2013. The pump history did not reveal any alarms outside the range of normal use. The total daily doses added up correctly to reflect the user¿s settings. The pump was exercised for 24 hours without issue. The pump was found to be delivering as per required specifications. Unrelated to the original complaint, the display was found to be discolored, but was legible. Additionally, the keypad was noted to be torn near the ok button. On testing, all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and up arrow buttons. Investigation was unable to confirm or duplicate the original complaint of a delivery issue.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
There was no reported adverse event associated with this complaint.